Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 413 mg/dl. Customer stated that he treated with the insulin pump and gave shot of 10 units. The customer was advised the insulin pump was not allowing to delivery move insulin to make sure that blood glucose would not go too low and it was not delivery issue but more for his safety. Customer stated his blood glucose was still up 430 mg/dl. Advised the customer to monitor his blood glucose, advised the two high blood glucose rule and to call back if the needs add'l assistance. No further info provided.